Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed a total power failure event. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported failed flow control module check and internal self-test were due to contamination and a faulty/defective nrv while the internal battery error message and total power failure event were due to an isolated component failure within the device battery assembly. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test, failed the flow control module check and displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The device software was upgraded and the non-return valve assembly was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and failed the flow control module check. There was no patient harm or serious injury reported as a result of this incident.